Event description:
Reportedly, during set up, there was a 'high fio2' alarm. Calibration of the oxygen sensor resulted in an "o2 sensor error". The issue was resolved by replacing the sensor. There was no pt involvement.